Event description:
Country of complaint: (B)(6). Suture appears detached from needle.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Manufacturing site evaluation: samples received: 1 unopened racepack. There is one previous complaint of this code batch. There are no units in OEM stock. Received one closed sample with the needle detached from the thread. Thread is still wound on the pack. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: corrective action has been initiated at OEM.